Event description:
It was reported that pump experienced a malfunction with a malf 16 code and there were no notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump.